Manufacturer narrative:
It was reported that with the use of the nurse call system, the code blue and red emergency calls were not routing to the secondary staff console or to the appropriate staff group. There was no allegation of patient injury or delay reported from this alleged incident. The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Hillrom technical support troubleshooting activities determined configuration changes were required to resolve the issue. It is unknown, at this time, why configuration changes were needed and if the configurations were the expectations of the customer at the time of initial integration/configuration. Based on a retrospective review and due to the inability to exclude a configuration failure, hillrom is reporting the event of a missed secondary code blue and red emergency alert due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
Hillrom received a report from a hillrom technician stating the code blue and red emergency calls were not working routing to the secondary staff console or to the appropriate staff group on the 2nd floor medical. No patient impact or safety issues reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Troubleshooting into the reported issue determined that the nurse indicated a staff member on site had made changes to code blue or emergency call notifications, and requested to verify if it was done correctly. However, it was unknown why configuration changes were needed, if the configurations were the expectations of the customer at the time of initial integration/configuration, and it was unable to be determined. Technical support updated the configuration as requested by the customer. A code blue team call group and procedure was created and they were assigned to the code blue and rrt call types for all units. The configuration was tested and proper operation confirmed. Based on this information, no additional actions are required.

Event description:
Hillrom received a report from a hillrom technician stating the code blue and red emergency calls were not working routing to the secondary staff console or to the appropriate staff group on the 2nd floor medical. No patient impact or safety issues reported. This report was filed in our complaint handling system as complaint #(B)(4).